Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmission revealed that the right ventricular (rv) lead exhibited noise. No intervention was performed, and the clinic will continue to monitor the patient. The patient was in stable condition.